Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence with multiple cartridges. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer reverted to manual injections for insulin delivery.